Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. It was stated that the customer¿s blood glucose meter was giving a reading of 500 mg/dl after the hospitalization, but it was actually 189 mg/dl after checking with a different meter. The caller declined further troubleshooting, stating that the hospitalization was due to a faulty glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.